Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5 12.6, -10.0/1.0/093 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. Low vault was observed. The lens remains implanted. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5 12.6, -10.0/1.0/093 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2024 the lens was exchanged with a longer length lens due to low vault on (B)(6) 2024. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: provided through out form. Claim# (B)(4).